Manufacturer narrative:
As the item was not sent in for inspection, a detailed examination could not be carried out. According to the failure description provided by the customer, the most likely cause is user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a surgery the needle holder is stretched and broken. Fragments fell into patients' body but were all retrieved accordingly. No death or (unanticipated) serious deterioration in state of health reported.